Event description:
As reported by the user facility: pt had 250cc bag containing solumedrol that was started 1900 (B)(6) 2011. On morning assessment it was noted that the IV had about 2 hours of fluid remaining, < about 20cc. It should have had about 100cc left. Documentation shows correct rate of 11cc/hour infusing all night. No pt injury.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer) , and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report# (B)(4). The actual pump in the reported incident was returned for evaluation. A review of the pump log revealed that the initial set-up was on (B)(6) 2011 at 18:23:51 using the drug library name solumd with a volume to be infused (vtbi) of 50ml and a rate of 11ml/hr. There were 2 pressure alarms prior to the start of the infusion. The alarms were cleared and the infusion was started at 18:26:00. The infusion was manually stopped at 18:32:40, and was restarted at 18:32:46. The pump ran until it went into kvo (keep vein open) at 22:58:51, automatically changing the rate as designed to 5ml/hr. The pump was manually stopped at 22:59:34. The pump delivered 100.1% of the expected volume, including the amount delivered while in kvo for 1 minute. Another infusion was started using a rate of 11ml/hr and a vtbi of 50ml at 22:59:42. This infusion was manually stopped and restarted before going into kvo at 3:32:30 on (B)(6) 2011. The pump delivered 100.6% of the expected volume, including a kvo time of 4 minutes. A third infusion was started with the same settings, and was stopped/restarted before going into kvo similar to the previous 2 infusions. Th e kvo alarm was not acknowledged for 9 minutes, and the delivered amount was 101.6% of the expected volume. A final infusion was started at 8:18:57 with the same rate of 11ml/hr but a new vtbi of 20ml. The infusion ran until 9:26:28 before it was manually stopped, delivering 99.2% of the expected volume. The door was then opened and the therapy was stopped. The total volume delivered for all of the infusions combined was 163.53ml, or 100.8% of the total expected volume. The volumes infused were all within the specification of 100 +/- 5%. Per the log, the pump operated as programmed by the user. The volumetric accuracy was tested three times at a rate of 11ml/hr and a vtbi of 50ml using the solumedrol drug library, consistent with the pump operation log information. The results were within specifications at 49.7ml, 50.1ml, and 50.3ml. There were no occurrences of free flow with the door opened or closed. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusion can be made regarding the cause of the even. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available form the manufacturer, a follow-up report will be filed.